Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead migrated. Surgical intervention was undertaken on (B)(6) and the physician repositioned the lead.

Event description:
Follow-up revealed the patient received ineffective stimulation as a result of their lead migrating. It was also reported reprogramming was unable to restore proper therapy. Repositioning of the lead was confirmed to have resolved the patient's issue.